Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter dislodged from the repair segment was confirmed and appears to be associated with use of the device. One 7fr hickman repair catheter was returned for investigation. The splice sleeve had been centered over the repair joint, which indicated that a repair had been made. A microscopic examination revealed variable coverage of dry adhesive throughout the splice sleeve. Both metal stents were visible within the distal end of the repair segment. No portion of the original catheter was attached to the repair segment. A potential contributing factor includes not drying the space between catheter ends before using adhesive. It was reported that before gluing, the catheter was cleaned with chlorhexidine/alcohol. Another potential contributing factor of the dislodgement includes stress applied to the catheter after the repair was made. It was reported that the patient was a mobile child. After making the repair, the product IFU states, ¿fasten catheter repair joint to splint (application sticks or tongue blade) with tape. Avoid contact of the adhesive with the patient¿s skin for 48 hours. Note: if necessary, the catheter may be used for infusion after four hours. The joint will not achieve full mechanical strength for 48 hours. The splint may be removed at that time.¿ catheters should be secured out of sight for infants and children. Vests and other clothing can be used to completely cover tubing and repair joint. Patients should not be allowed to pull on tubing at any time to avoid catheter damage or breakage. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that after the repair of a broviac catheter with the silicone glue and spiked connection, the catheter was dislodged after about 4 hours later, by a mobile child with a down syndrome with a myelodysplastic syndrome. The catheter had leaked, the patient lost blood. The patient received a blood transfusion and an new catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq1029 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the repair of a broviac catheter with the silicone glue and spiked connection, the catheter was dislodged after about 4 hours later, by a mobile child with a down syndrome with a myelodysplastic syndrome. The catheter had leaked, the patient lost blood. The patient received a blood transfusion and an new catheter.